Event description:
Reporter states the clamp on the short-throw high-mount wheel lock will not stay tightened down. The screw backs off right away. Pt fell out of the chair when trying to transfer because locks did not hold. No injuries reported.